Manufacturer narrative:
Combination product: yes. It was reported that this lead was laser extracted on 08-oct-2024. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this lead is having pacing issues, noise and oversensing. Physician will make programming changes and monitor.